Event description:
Reporter alleged pt had a lab versus blood glucose monitoring device comparison of readings on a regularly scheduled visit to the doctor. Reporter stated within 5 minutes of each other the lab result was 157 mg/dl and the glucose device result was 322 mg/dl. Reporter stated being unsure if the pt was in a fasting state and controls were used and within range. Reporter stated no treatment was administered to pt based on either glucose result. A request was made for the return of the suspect device.